Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was a "fault device" and the "generator went out" on them. The patient noted they were told the device would last at least six years and it did not. The device was explanted and replaced. No patient complications have been reported as a result of this event.